Event description:
The customer stated that she performed a control test and rec'd a result of 178 mg/dl. The normal control range is 98-136 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement strips will be sent.